Manufacturer narrative:
The device history records & sterility records have been reviewed by mfg and found to be in compliance. This lens was manufactured before 4/2000 and underwent a modified (buffered tumbling) process during its MFR. The method of manufacture was subsequently changed to eliminate the use of this modified process. There have been reports of biofilm formation causing opacification of lenses with serial numbers that correspond to the use of the modified (buffered tumbling) process.

Event description:
A surgeon has reported that a memory lens u940s iol implanted in the left eye of a male pt has opacified and will be monitored for possible replacement. Prognosis at last visit was fair & visual acuity reported as 20/30+. The pt had no complications during the original procedure & corneal status immediately post op was excellent. No further info is available at this time.